Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on analysis completed 05-nov-2018 it was reported that the steering control broke. A blzr prime xp was selected for an atrial flutter procedure. However during the procedure it was noticed that the steering control of the tip was broken and the catheter was no longer able to be steered. The procedure was completed with this device and there were no patient complications reported. However, returned device analysis revealed ingress of fluids within the distal end and broken adhesive in ring #1 and ring #2. Visual inspection failed due to the kink at the distal section caused by the center support bent and broken adhesive in ring #1 and ring #2. Investigation results showed the kevlar component is too short and it may not cover the steering wire joints, leaving an unsupported region in the distal tip causing the bent center support; consequently, confirming the reported complaint, this condition of the center support could also have caused the ingress of fluids within the distal end and broken adhesive in ring #1 and ring #2.